Event description:
The patient reported that in 2009, she did not feel well when she woke up and her blood glucose was elevated to 20 mmol/l (360 mg/dl). Her normal blood glucose level is 10 mmol/l (180 mg/dl). She found that the piston rod of the infusion device had not moved during the night and she believes she did not receive insulin. She stated that she disconnected from the infusion device and bolused, and the piston rod did not move. She switched to her backup infusion device and bolused to lower her blood glucose. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.